Manufacturer narrative:
An investigation into the reported event has been initiated under cmp-1016918. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the blade was not calibrated correctly to the thickness of the skin graft, so it was not able to graft. The harvested graft was damaged, and an additional graft had to be taken. There was no patient impact, but a delay of approximately 40 minutes occurred due to the preparation of a backup product. Due diligence is complete, and there¿s no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b2, b4, b5, d2, d4, e1, e3, g1, g3, g6, h1, h2, h4, h6 and h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.